Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. Reportedly, the customer was using non-tandem charging supplies to charge the pump. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was 180 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: use only the accessories provided to charge your pump. H3 other text : device not returned.